Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving compounded baclofen 3000mcg/ml at 193mcg/day. The patient¿s medical history included mva and intractable spasticity. A catheter revision was reported with regular pump replacement. The patient stated she was having an MRI. The patient had a post MRI pump read and it was noticed at that time that her catheter was not working. The patient stated the catheter was leaking and this was detected after an MRI, not a cat scan. Patient denies having had a cat scan. The patient was not experiencing any symptoms. The physician lowered her pump settings and provided oral baclofen. It was unknown if they were any environmental, external or patient factors that may have led or contributed to the issue or if any diagnostics or troubleshooting performed. The pump was coming to its end of service, less than 1 month to eri and the physician decided to replace the pump. The pump and catheter were replaced. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.